Event description:
It has been reported to philips that host pc software always stuck. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc software was failing. After re-creating the image store, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during diagnosis procedure and procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the reported the problem. The fse performed the troubleshooting and found that the issue with host pc. The fse suggested to do format the disk, recreated and restore the system followed by reboot. After the repaired action, the system was returned to use in good working order. The codes were updated based on the investigation outcome.